Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres (atm) for 30 seconds. However, during second inflation at 10 atm for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.